Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge a battery pack) was confirmed. Upon investigation the charger/modem was resetting and unable to charge a battery pack. The charger exhibited a failure at pld component u1003 and pxa component u104 on the c/a board. Additionally, contamination was discovered on the battery pca. The root cause for the u1003 and u104 failure could not be positively identified. The root cause of the liquid contamination was the ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery charger/modem. Device evaluation of batteries sn (B)(4) (manufacturing date 07/07/2017) and sn (B)(4) (manufacturing date 03/07/2018) has been completed. The reported problem (unable to charge) has been confirmed for both batteries. As received, the batteries were unable to power on a monitor or charge. In both batteries, the battery pca and cells were contaminated. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective batteries.

Event description:
A us distributor reported that a patient's battery charger was unable to recharge a battery pack. A us distributor reported that a patient's batteries were unable to charge or power a monitor.